Manufacturer narrative:
A supplemental MDR is being submitted for correction. The initial MDR submitted under MFR # 2015691-2024-04030 listed b3 date of event and g3 date received by manufacturer as may 6, 2024. Additional information was received from the reporter on june 30, 2024 clarifying that the event occurred on may 7, 2024. Thus, sections b3 date of event and g3 date received by manufacturer are changed to may 7, 2024.

Event description:
As reported from france by our edwards lifesciences affiliate a 26mm sapien 3 ultra valve was to be implanted in the aortic position via transfemoral approach. The patient had a tortuous aorta. There was difficulty advancing the commander delivery system and valve, specifically in the thoracic aorta. The delivery system was pushed gradually so that the system could pass through the tortuosity, but the patient felt pain. A contrast injection was done, and a perforation of the thoracic aorta was observed. It was decided to deploy the valve in the thoracic aorta and to place a stent to cover the perforation.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Additional information was received from france by our edwards lifesciences affiliate. The patient was doing well post-procedure. The medical team will wait at least 3 months to implant a new valve.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information received and the engineering evaluation. The following sections of this report have been updated: additional information added to b5, additional code added to h6 health effect-impact code, additional codes added to h6 investigation findings, corrected h6 investigation findings, and corrected h6 investigation conclusions. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review and the following was observed: patient had tortuous anatomy. There is tortuous anatomy in the aorta. The valve and stent are deployed in the thoracic aorta. Per the engineering summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The commander delivery system is designed to be compatible with a guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over a guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar events that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or preexisting vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the event was confirmed based on the provided image. Investigation results suggest that patient factors (tortuosity) and/or procedural factors (excessive manipulation) may have caused or contributed to this complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.